Event description:
Reporter indicated that a dell handheld computer became frozen during an interrogation. The flashcard was pulled out and re-inserted to resolve the issue. The device is not being returned to the MFR.